Event description:
On 09/02/2025, it was reported that the user's ilet connector was not secured properly, causing the cartridge to fall out overnight. The user's blood glucose (bg) rose to 400 mg/dl. After reinserting the cartridge and resuming therapy, the ilet delivered insulin aggressively to correct the high, resulting in a subsequent urgent low of 34 mg/dl. The user treated with glucose tablets and recovered. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.